Manufacturer narrative:
Sample is not available for return and investigation. Argon is investigating this event and a follow-up report will be submitted upon investigation completion.

Event description:
A physician was attempting to use a micro introducer sheath for treatment of the great saphenous vein (gsv). The IFU was followed. It was reported while accessing the vein, the physician noticed that the wire tip was already pre bent. The physician decided to access and believes that the bent wire tip grabbed onto a vein valve and broke off into the patient. It was decided to go forward with the ablation to go ahead a close off the vein, that way the piece of the wire could not travel into the deep venous system. Ablation was complete successfully and patient was scheduled with vascular surgery to have wire tip removed. That procedure was done successfully and no patient injury was reported. Physician is not comfortable using sheaths from that lot number and is requesting all 75 be replaced.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. According to the product experience report, sample not available to returned and the complaint was not confirmed, so no corrective action is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
A physician was attempting to use a micro introducer sheath for treatment of the great saphenous vein (gsv). The IFU was followed. It was reported while accessing the vein, the physician noticed that the wire tip was already pre bent. The physician decided to access and believes that the bent wire tip grabbed onto a vein valve and broke off into the patient. It was decided to go forward with the ablation to go ahead a close off the vein, that way the piece of the wire could not travel into the deep venous system. Ablation was complete successfully and patient was scheduled with vascular surgery to have wire tip removed. That procedure was done successfully and no patient injury was reported. Physician is not comfortable using sheaths from that lot number and is requesting all 75 be replaced.

Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.